Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The reason for reoperation was rupture. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Explanting physician reported device rupture and "strange sensation in the area of left breast for 2 months now¿. Device has been removed. This record relates to the left side.

Manufacturer narrative:
Device evaluation: a visual and microscopic analysis was performed which identified stress marks, crease folding and sharp broken posterior edge due to a surgical impact. There was an opening and the non-penetrating nicks in the shell. A dimensional measurement in the shell was performed which identified the thickness within specification based on the device analysis, the final assessment is: a sharp broken posterior edge due to a surgical impact.

Event description:
Explanting physician reported device rupture and "strange sensation in the area of left breast for 2 months now¿. Device has been removed. This record relates to the left side.